Event description:
It was reported that both system and normal mode diagnostics resulted in high impedance. The patient underwent generator and lead replacement surgery, but currently the root cause of the high impedance is unknown as no patient trauma or manipulation was reported. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.